Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer was advised to discontinue use of the device. It was reported that the customer's device was out of warranty, and they were advised to contact us. No further information provided.